Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. H3 other text : see h.10

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing poor barrier separation. The following has been provided by the initial reporter: it was reported that blood not spinning down cleanly. Happens across several lots & six locations, but only one lot is known - 1155262. Tiger top tubes ¿ send them to lab corp, lab corp cancels all of the tests for the last two months saying specimens are improperly spun. When you look at them being spun down, they¿re not spinning down cleanly, the blood is not clotting as quickly as it used to. Has purchased new centrifuges, but problems.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing poor barrier separation. The following has been provided by the initial reporter: it was reported that blood not spinning down cleanly. Happens across several lots & six locations, but only one lot is known - 1155262. Tiger top tubes ¿ send them to (B)(6), (B)(6) cancels all of the tests for the last two months saying specimens are improperly spun. When you look at them being spun down, they¿re not spinning down cleanly, the blood is not clotting as quickly as it used to. Has purchased new centrifuges, but problems.

Event description:
It has been reported that the bd vacutainer® sst¿ blood collection tube has been found experiencing poor barrier separation. The following has been provided by the initial reporter: it was reported that blood not spinning down cleanly. Happens across several lots & six locations, but only one lot is known - 1155262. Tiger top tubes ¿ send them to lab corp, lab corp cancels all of the tests for the last two months saying specimens are improperly spun. When you look at them being spun down, they are not spinning down cleanly, the blood is not clotting as quickly as it used to. Has purchased new centrifuges, but problems.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2022-01-06. H6: investigation summary bd received samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for poor barrier separation was observed. Additionally, the customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and upon completion, the indicated failure mode for poor barrier separation was not observed. There were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate the customer¿s indicated failure mode, poor barrier because the defect was not evident in the testing of the complaint lot samples. All visual observations of both retain and control samples tested demonstrated clinically acceptable performance. All tubes performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. H3 other text : see h10.